Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 device displayed error message. While error message was displayed, patient stated that they experienced a hypoglycemic event. Patient was given a soda and sugar water. No further medical intervention was necessary.